Event description:
It was reported that an ilet user experienced high blood glucose while using a dexcom g7 continuous glucose monitor (cgm), with cgm values over 300 mg/dl confirmed by glucometer, after increasing carbohydrate intake related to athletic activity; the infusion set was teflon on the lower back, and the healthcare provider advised a factory reset to adapt to lifestyle and diet changes, while the user¿s family indicated the pump would correct. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem associated with procedure or method, and involvement of the user interface. It was concluded, based on previously established findings for similar reports, that failure to follow instructions and an unintended use error caused or contributed to the event.

Manufacturer narrative:
Initial.